Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a broken fiber-optic cord. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and verified the fiber optic connector was broken. The fse replaced fiber optic sensor extension cable assembly with a customer issued parts, reviewed the logs failure codes 111 and 112, and reloaded software b.14 as according manufacture requirements. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a broken fiber-optic cord. There was no patient involvement, and no adverse event reported.